Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a mechanical issue. The scope and harvesting kit were not passing through. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Upon prepraring hp2 for harvesting, the scope and the harvesting kit were not passing through the hp2. They stopped the procedure.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. There was evidence of clinical use and no signs of blood. A visual inspection did not identify any non-conformance. A mechanical evaluation was conducted. A reference endoscope and hemopro were inserted and retracted without any observed difficulty. The evaluation was performed 10 times; with the endoscope already inserted inside the cannula the hemopro tool was inserted and retracted five times. The test was reversed and the endoscope inserted and retracted with no observed difficulty. A second investigator was able to insert and retract both the endoscope and tool with no difficulty. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a mechanical issue. The scope and harvesting kit were not passing through. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Upon preparing hp2 for harvesting, the scope and the harvesting kit were not passing through the hp2. They stopped the procedure.